Manufacturer narrative:
The submission of info by telectronics pursuant to medical device reporting (MDR) regulations does not constitute an admission that telectronics believes that the device described above has malfunctioned or that there exists any causal connection between the device and a death or serious injury. Any frequency determination made by telectronics for MDR submission will be made on an intra-model basis and does not reflect any future frequency analysis made on an inter-model component level.

Event description:
Unit was explanted due to a report of loss of ventricular sensing. No further injury or complications associated with the event.